Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 4/2/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with an unknown mentor saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile saline prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 4/25/2018, mentor received information that identified the initially reported unknown device: brand: mentor smooth round moderate profile; procode: fwm; common device name: prosthesis, breast, inflatable, internal, saline catalog: 3501645, lot: 5797240, unique identifier( UDI): (B)(4), PMA/ 510(k): p990075. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent primary breast augmentation with an unknown mentor saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile saline prosthesis on (B)(6) 2018. The device was received at mentor without fluid. White foreign material was observed within the device. The product evaluation team observed a crease on the anterior and posterior aspect, a rent measuring <0.1 cm was also observed on the posterior aspect within a crease and an area of shell abrasion. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The device history record (DHR) of lot number 5797240 was reviewed on 5/18//2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).